Event description:
It was reported that this pacemaker exhibited a high out of range impedance measurement for its right ventricular (rv) lead shortly after it was implanted. The measurement stabilized and the lead safety switch activated so it went into unipolar mode. No other issues were noted. This pacemaker remains in service. The patient will continue to be monitored. No adverse patient effects were reported.